Manufacturer narrative:
Aso was informed by consumer that she has an allergy to silicone. Aso devices have silicone coated release liners. While release liners are not in contact with the skin, it is possible that the consumer may have had an allergic reaction to the silicone on the release liner. Aso received returned samples and tested for adhesion properties. In addition, aso reviewed records of biocompatibility test data and latex screening. Refer to section b.6 of this report for further details.

Event description:
Consumer developed an allergic reaction to the device. While she is not allergic to latex, she stated that she is allergic to silicone. She sought medical attention.